Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen because the patient was pacing at 130 ppm due to suspected svt. Pacemaker-mediated tachycardia (pmt) and episodes of auto mode switching (ams) due to noise was observed. Noise was reproducible with arm movements. Patient was pacing with no capture. The physician decided to keep the patient in the hospital until a new system is implanted. Patient was stable.

Event description:
New information notes that on (B)(6) 2016 a complete new system was implanted in the opposite shoulder and left the old system in situ programmed off to avoid unnecessary risk of infection by opening the pocket. Patient was stable before, during, and after the procedure.